Event description:
It was reported that a pt underwent a gastrectomy procedure on (B)(6) 2010 and suture was used. The needle broke at the swage when the surgeon tried to start knotted suturing of the bowel. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.